Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to perform x-rays on biplane system. Review of the log files confirmed the flat detector errors. The fse replaced the fdcsib (flat detector controller and system interface box) to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not emit x-rays on both the frontal and lateral planes. The device was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.